Manufacturer narrative:
The event date has been estimated to cover onset of the infection as exact dates for admission were unable to be provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report regarding admission for infection: 2916596-2022-00536.

Event description:
It was reported that the patient had a long term driveline infection which started initially a couple of months after implant. Methicillin-susceptible staphylococcus aureus (mssa) cultures were identified. Driveline site drainage and oozing were also noted. The patient was administered cefepime and cefazolin but the patient was non-compliant with medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.